Event description:
When the catheter was removed 13 cm remained in the pt. The dr was unable to remove the remaining catheter. Pt was informed of the event today and is scheduled for surgery to remove the remainder of the catheter. Have been unable to obtain any further info. When any new info becomes available it will be forwarded to the agency.